Event description:
It was reported that right ventricular lead dislodged. An x-ray showed substantial tension on the lead with no associated "slack". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed and no anomalies were found. However, the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).